Event description:
The customer reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on the dimension exl 200 instrument. The initial results were not reported to the physician(s). The sample was repeated on the original instrument and the results were considered erroneous. Then, the sample was repeated on an alternate dimension exl 200 instrument and the repeat results recovered higher than the erroneous results. The repeat results from the alternate instrument were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on the dimension exl 200 instrument. Calibration was valid at the time of sample processing and quality control (qc) was out of range before running the affected sample. The customer replaced the sample diluent, checked sample probe alignment to port and cup, and ran qc, which recovered acceptably. The customer also reported observing ¿integrated multisensor technology (imt) failed to detect flush fluid¿ and ¿imt failed to calibrate¿ errors before the event. Siemens remotely performed instrument maintenance and the customer replaced standard a solution and the x-tubing and aligned the pump rate. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, checked maximum depth, performed adjustment on small sample container (ssc), checked imt diluent syringe, and performed preventive maintenance on the imt system, which included the replacement of all imt tubings, imt sensor, and x-seal, cleaning of the imt port, and alignment of the sample probe to the imt port. Then, the cse ran qc and a patient precision test, which recovered acceptably. Siemens further evaluated the event and concluded that the fluid flow issue through the imt system, addressed with the service actions above, potentially contributed to the falsely depressed na and k results. The instrument is performing according to specifications. No further evaluation of this device is required.